Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. Phone number not provided. The customer evaluated the unit and confirmed the reported issue and replaced the power management (pm) pcba to resolve the reported issue. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Customer reported that the unit did not operate on ac power. The customer reported there was no patient involvement. The event date was not specified; estimate used.